Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection the guidewire nitinol tubing was returned broken/fractured at 186.5cm, the core wire and platinum wire were not broken/fractured. The guidewire ptfe coating was noted to be peeling in multiple areas to 28cm from the proximal end. The core wire distal end was observed through the distal tip dome. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact. The guidewire distal tip revealed a slight uneven swelling/bulge on its distal tip. When dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. A functional inspection was unable to be performed due to the damage (fracture) noted to the wire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was severely tortuous, the guidewire tip was shaped 40 degrees, a non-stryker microcatheter was used with the subject guidewire, and the guidewire fractured in the ica (internal carotid artery) cavernous sinus when trying to reach the treatment site in the aca (anterior cerebral artery) during the aneurysm embolization procedure. Based on the analysis, it is probable that the guidewire experienced high tension and/or torsion forces while being delivered to the aneurysm due to the tortuous anatomy, and this caused the wire to fracture when it was torqued against resistance. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire broken/fractured during use', the as reported 'guidewire difficult to advance', and the as analyzed 'device has cosmetic/appearance issue' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with insecure fastening of the torque device on the wire which can result in slippage and can cause abrasion/peeling of the ptfe layer. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during a neurovascular procedure resistance was felt while advancing the subject guidewire. The operator tried to torque the subject guidewire to pass the lesion and while doing so during the procedure the subject guidewire fractured (not completely). The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure resistance was felt while advancing the subject guidewire. The operator tried to torque the subject guidewire to pass the lesion and while doing so during the procedure the subject guidewire fractured (not completely). The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.